Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#:(B)(4). A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported complaint was duplicated. Verified downstream occlusion sensor seal was bubbled during visual inspection. Found multiple high alarms displayed: downstream occlusion in event log, recommended replacing downstream occlusion sensor as preventative measure. Root cause is unknown. Replaced downstream sensor and seal. A corrective and preventative actions was opened to address downstream sensor seal trend.

Event description:
It was reported that there was a bubbled up downstream occlusion sensor seal during testing. No patient injury reported.